Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack on the center button of the insulin pump and that the plastic strip on the screen as well as the lip ring had come off. The customer¿s blood glucose was 12 mmol/l at the time of incident. The customer was advice to revert to backup plan per health care professional instruction. The insulin pump will not be returned for analysis.